Manufacturer narrative:
Evaluation results, inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. After the device was implanted in was noted that there was a blush type IV endoleak. The physician performed touch up with a balloon; however, the endoleak did not resolve. No further intervention was performed. The patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Event description:
It was reported that the type IV endoleak had resolved.